Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during the procedure, the compression k-wire broke off above the ball when it was removed. The ball and thread could no longer be removed from the plate. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.6mm compression wire 15mm thread/150mm length. This is report 1 of 1 for (B)(4).